Event description:
It was reported the pt experienced uncomfortable and unintended stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.